Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet and reported that the pump was not delivering sufficient insulin, with a reported blood glucose value of 232 mg/dl. The user also reported itching at the infusion site adhesive. Reported symptoms included high blood glucose. The outcomes of the event included troubleshooting and education, with instructions to change the inset 23" infusion set, monitor glucose levels for approximately 90 minutes, and, if no improvement was observed, replace the tubing after an additional monitoring period. The investigation included customer service¿led troubleshooting and review of the user-reported blood glucose information. Investigation of the case revealed an unclear cause of the hyperglycemia, with a potential infusion set or infusion site¿related issue considered based on the reported itching and the recommendation to replace the infusion set and tubing. Based on previously established findings for similar reports, the cause was concluded to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.